Event description:
On 12/7/07 the pt reported that there was a "blank" spot on the display of his infusion device and there are missing segments. He stated that the display does not appear to be broken and the power pack was changed 1 week ago. A new power pack was sent to the pt for troubleshooting. The pt was reached for follow up on 12/21/07 and he stated that the new power pack did not resolve the issue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.